Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a draining wound, the surgeon thought there may have been an infection. No infection was found.